Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and pelvic pain ("chronic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain had resolved. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), tooth disorder ("dental probs"), migraine ("migraines"), headache ("headaches") and pelvic pain ("chronic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, fatigue, tooth disorder, migraine, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia and pelvic pain had resolved. The reporter considered bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter, date of birth, start and stop date of essure, events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), breakage, bladder probs, urinary probs, fatigue, dental probs, migraines, headaches, weight gain, chronic pain and did not undergo confirmation test added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.